Manufacturer narrative:
A return authorization was provided to the customer to have the faulty unit returned to spacelabs healthcare for depot repair. At this time, the unit has not been received for further evaluation. At this time cause of failure has not been established as the unit has yet to be received. If additional information is made available, a follow up report will be submitted in accordance with 21 cfr 803.56.

Event description:
The customer reported that while monitoring patients on a exhibit central station (xcs), the central station would overheat and power itself off. There was no patient or user harm associated with this event.